Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician placed the catheter on (B)(6) 2022 in the internal jugular. After placement the patient received dialyisis a few times without any problem. On 13 (B)(6) 2022 the physician got a call from the dialysis unit that the catheter is leaking at the juncture hub. The catheter was removed and replaced. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the physician placed the catheter on (B)(6) 2022 in the internal jugular. After placement the patient received dialyisis a few times without any problem. On (B)(6) 2022 the physician got a call from the dialysis unit that the catheter is leaking at the juncture hub. The catheter was removed and replaced. No patient harm reported.